Event description:
(B)(6) male had uncomplicated transperitoneal laparoscopic cryoablation of one lesion in the right kidney on (B)(6) 2012. On the day after the procedure, he had hypoxia followed by one episode of nausea/vomiting which may have resulted in aspiration. He was treated for hypoxia with oxygen and treated for presumed pneumonia with antibiotics. Pulmonary and cardiology consults were done. Cardiac was ruled out. The pt stabilized and was discharged with o2 on (B)(6) 2012. There was no immediate follow up done for the hypoxia or pneumonia after discharge. Antibiotics were to be completed on (B)(6) 2012. Pt was seen for follow-up on (B)(6) 2012 and was noted to be feeling great with no chills or fever, and there is no mention of hypoxia at that visit or any subsequent visits. This event was discovered during monitoring visit on (B)(6) 2013. The physician was not available during the visit to review the event. On (B)(6), the physician emailed galil stating that he feels the ae is related to anesthesia, which makes it related to the cryoablation procedure but not to the cryo system or needles.

Manufacturer narrative:
The device was not returned for investigation an no malfunctions or issue with the device were reported. This adverse event was collected as part of a clinical study. The physician attributed the hypoxia to the anesthesia procedure and not the cryoblation procedure or device. The pt was treated and released. Pt follow-up indicated no lingering effects and the pt was noted to be feeling great.